Event description:
The physician reported that the patient presented with severe tracheal stenosis requiring tracheobronchial stent placement. The pt diagnosis was lung cancer. During bronchoscopy procedure the tracheal stricture was pre-dilated to 6 mm. Then, with deployment of the ultraflex stent, the physician observed that the proximal end of the stent did not fully open as expected. The pt showed signs of respiratory distress. The physician then made the decision to stop the procedure, expecting the stent to "open upon itself". Further follow-up indicated that the patient expired four days after the bronchoscopy and stent placement. A complete operative report was requested from the physician, however this report was not available for this investigation. The complaint device was not available for evaluation. Based on the above information, co believes that the patient's pre-existing medical condition may have contributed to this event, however, without further details co is unable to determine the exact cause for this event. Co's directions-for-use indicate: "complications have been reported in the literature for tracheobronchial stent placement with both conventional plastic stents and available expandable metal stents. These include, but are not necessarily limited to the following: death.....recurrence of dyspnea may indicate that the stent has become occluded by mucous or migrated out of the stricture. Additional bronchoscopic assessment and treatment may be required."